Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 418 mg/dl at the time of incident. Customer states that she had a no delivery alarm. Customer treated with manual injection. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. Troubleshooting was performed. The device will not be returned for analysis.